Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box, lot #73f1600484 investigations did not show issues related to the complaint. The facility has communicated that the device is not available for evaluation. The manufacturer will continue to monitor and trend related events.

Event description:
The staplers could not be used since the staples could not be activated; the staples are not straight inside the stapler. The patient's condition was reported as fine.